Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that air bubbles were observed within the cannula. Multiple attempts were made by tandem technical support to obtain additional information; however, a response was not received. Customer¿s blood glucose level ranged from 100-230 mg/dl.